Event description:
The valve was set at 200 and was still over draining which resulted in an explant.

Manufacturer narrative:
Device evaluation: upon completion of the investigation, the evaluation did confirm a flow problem on the returned valve. The lot number was cfmcl3. The siphon guard was removed from the rest of the valve and it was tested for flow the siphon guard pased the flow test. Therefore, the rest of the valve was tested for pressure: the valve failed the pressure test, a small deviation from the normal specifications was noted, it was a light over drainage. The valve was examined under microscope at appropriate magnification and it was dismantled; biological debris was noted on the ruby ball, slight amount of debris was also noted on the spring surface. They were at the origin of the ligh over drainage noted on the spring surgace. They were at the origin of the light over drainge noted during the pressure test. The debris interfected with a proper seating of the ball on its seat. No other problem were noed during the examination of the valve. Review of the history device records confirmed the valve conformed to the specifications when released to stock in december 2005. The biological debris ws the apparent root cause of the light over drainage noted on the valve. Debris on the ruby ball and on the spring can cause the type of problem noted, however, the small deviation from normal pressure specifications likely would not cause a significant clinical effect for the patient. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is considered to be closed.